Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility, the presence of pseudotumors and metallosis. Subsequently, the patient was revised on (B)(6) 2009. The modular head, acetabular component, and taper adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04156/04158).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 MDR's filed for the same event (reference 1825034-2013-04156/04158 and 1825034-2014-05369/05370).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility, the presence of pseudotumors and metallosis. Subsequently, the patient was revised on (B)(6) 2009. The modular head, acetabular component, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative notes reports a loose, mobile acetabular component. Patient records also report patient underwent a left total hip arthroplasty (B)(6) 2010. There has been no reported revision procedure for the left hip.